Event description:
It was reported that the shaft of the promus elite 32 x 3.00 split while trying to deliver the stent during a percutaneous coronary intervention. The stent was then fully removed and another stent was used with no issues. There were no complications for the patient.

Manufacturer narrative:
Device is combination product. P elite ous mr 32 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on the mid-section of the stent were bunched. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. The kinks on the hypotube shaft most likely occurred when the physician interacted with the delivery system during an attempt to deliver the stent. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the shaft of the promus elite 32 x 3.00 split while trying to deliver the stent during a percutaneous coronary intervention. The stent was then fully removed and another stent was used with no issues. There were no complications for the patient.